Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target location was located in the severely calcified unspecified artery. A 2.25x24mm promus element stent was advanced however, the device would not cross the lesion. A predilatation was performed to resolve the issue but the device failed to advance to the desired target location of the lesion despite of several attempts. During attempts, it was noted that the edge of the stent was lifted. The procedure was not completed due to same device unavailable. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).